Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A company representative spoke with the customer and reported that the customer had experienced low blood glucose and paramedics were called. Customer was treated with glucagon injection. The basal and bolus rates on customer's insulin pump were since adjusted. The patient declined to be transferred for further assistance. The insulin pump will not be returned for analysis at this time.